Event description:
It was reported that the buttons on the insulin pump were unresponsive and the numbers were ramping without input. Customer stated that the insulin pump fell out of their pocket and the buttons appear to be stuck. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. The device had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.